Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the battery failed during preventive maintenance. There was no patient involvement at the time the reported issue was discovered. This event was reported to have occurred during preventive maintenance. There was no patient harm nor delay to therapy reported. The customer spoke with a philips remote service engineer (rse). The customer was advised to contact consumables to order a replacement battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Good faith efforts have been made to obtain additional information from the customer; however, no further information is available. The resolution and disposition are unknown. If additional information is later received, a supplemental report will be submitted.